Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted. Additional information was obtained indicating that this lead was explanted due to fracture. No additional adverse patient effects were reported.